Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Caller stated on (B)(6) 2017 her prime meter gave her a false high reading and she went to the emergency room because of it. (B)(4). Test strips that were involved in the incident have all been used, the bottle has been thrown away, so the customer does not know the lot number of these strips. When doing her blood tests, she does use proper technique except for the fact she presses the test strip directly to her finger. I informed her about the test strips acting like a straw and the suction may get blocked by pressing the test strip directly to her finger. She went into the hospital due to her reading being 419. Her normal range is anywhere from 80-120. She felt dizzy, nauseous, lethargic, and her vision was blurred. Her symptoms did not match the reading. These symptoms are the symptoms she feels with low readings, not high ones. She did not treat herself based on this reading, but called the hospital and was advised to come in immediately. At the hospital, they poked her finger and received a reading of 130, whereas the blood glucose reading from the blood draw for the lab was 120. The doctor told beth to contact us as there may have been a malfunction with the products. She was not treated at the hospital. She went home and symptoms were resolved once she ate. Beth does wear a CPAP at night, but does not undergo further oxygen treatment. She stores the meter and strips together in her living room away from electronics. Meter and strips are in good condition, meter has not been dropped, and both meter and strips have not been exposed to extreme temperatures or moisture. Controls were not used as the caller does not have control solution. Replaced meter, test strips, and sent return label.

Manufacturer narrative:
Meter involved in incident was returned without strips and lot number is not known. Returned meter and reference strips were evaluated and performed to specification. No failure detected.